Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/failure to occludeclose) fallopian tube(s) / device had migrated and was unable to be located to be removed/device was later found by CT scan lodged between plaintiff's bladder and uterus/malposition of essure device loca") in a 35-year-old female patient who had essure (batch no. 761440) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvar dysplasia and sinus operation in 1986. Previously administered products included for an unreported indication: ortho novum from 2005 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal,)"), pelvic pain ("sharp pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infection / bladder problem-infection"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti, urinary problem infection") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, abdominal pain lower, vaginal haemorrhage, pelvic pain, menorrhagia, urinary tract infection, dysmenorrhoea, fatigue and cystitis outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions, underwent a laproscopy with lubal coagulation to achieve certain sterilization during which it was determined the device had migrated and was unable to be located to be removed. The device was later found by CT scan lodged between plaintiff's bladder and uterus, where it has remained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: device was found lodged between bladder and uterus. Hysterosalpingogram - on an unknown date: unilateral occlusion, malposition of essure device, migration of essure device, perforation (fallopian tube).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-apr-2019: quality safety evaluation of ptc. After internal review, previous event device dislocation was clubbed with fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/failure to occludeclose) fallopian tube(s) / device had migrated and was unable to be located to be removed/device was later found by CT scan lodged between plaintiff's bladder and uterus/malposition of essure device loca') and embedded device ('suspicion that the implant is imbedded in the left anterior uterine wall') in a 35-year-old female patient who had essure (batch no. 761440) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus operation in 1986 and vulvar dysplasia. Previously administered products included for an unreported indication: ortho novum from 2005 to 24-feb-2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal,)"), pelvic pain ("sharp pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infection / bladder problem-infection"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti, urinary problem infection") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopy/cystoscopy/hysteroscopy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, embedded device, abdominal pain lower, vaginal haemorrhage, pelvic pain, menorrhagia, urinary tract infection, dysmenorrhoea, fatigue and cystitis outcome was unknown. The reporter considered abdominal pain lower, cystitis, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions, underwent a laproscopy with lubal coagulation to achieve certain sterilization during which it was determined the device had migrated and was unable to be located to be removed. The device was later found by CT scan lodged between plaintiff's bladder and uterus, where it has remained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: device was found lodged between bladder and uterus. Hysterosalpingogram - on an unknown date: unilateral occlusion, malposition of essure device, migration of essure device, perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information added. Event : device embedded added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/failure to occludeclose) fallopian tube(s),") and device dislocation ("device had migrated and was unable to be located to be removed/device was later found by CT scan lodged between plaintiff's bladder and uterus/malposition of essure device location of device: pelvis area/ one coil missing/ one of the coil was not seo") in a 35-year-old female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvar dysplasia and sinus operation in 1986. Previously administered products included for an unreported indication: ortho novum from 2005 to (B)(6) 2011. In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting / abnormal bleeding (vaginal,)"), pelvic pain ("sharp pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and cystitis ("bladder infection / bladder problem-infection"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti, urinary problem infection") and fatigue ("fatigue"). The patient was treated with surgery (laproscopy). Essure was removed on 24-feb-2011. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, vaginal haemorrhage, pelvic pain, menorrhagia, urinary tract infection, dysmenorrhoea, fatigue and cystitis outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions, underwent a laproscopy with lubal coagulation to achieve certain sterilization during which it was determined the device had migrated and was unable to be located to be removed. The device was later found by CT scan lodged between plaintiff's bladder and uterus, where it has remained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: results: device was found lodged between bladder and uterus. Hysterosalpingogram - on an unknown date: unilateral occlusion, malposition of essure device, migration of essure device, perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received - new event "abnormal bleeding (menorrhagia), uti, bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), perforation (fallopian tube), fatigue. Bladder infection' were added. Lot number was added. New reporter were added. Historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device had migrated and was unable to be located to be removed/device was later found by CT scan lodged between plaintiff's bladder and uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("spotting") and pelvic pain ("sharp pelvic pain"). The patient was treated with surgery (laparoscopy). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain lower, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions, underwent a laparoscopy with tubal coagulation to achieve certain sterilization during which it was determined the device had migrated and was unable to be located to be removed. The device was later found by CT scan lodged between plaintiff's bladder and uterus, where it has remained. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: device was found lodged between bladder and uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.